Manufacturer narrative:
Further details about the service activity has been provided. The patient bridge and also the distribution board had been replaced in order to solve the issue. Functional verification testing was completed without further issues and the unit was returned to service. The affected components have been requested for further investigations at the manufacturer site but the parts had been scrapped. Thus, no further investigation was possible and the exact root cause could not be determined.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The service technician in charge found that both patient pumps were defective and the complete patient bridge should be replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages on the patient side. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.